Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown femur. The following devices were also listed in this report: unknown stem; cat# unknown; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
The original surgery was done in 2005 and the femur was revised in 2010. The sales rep believes that the surgeon used the same size femur and switched the stem to the longer 17x155 for the 2010 revision. The rep was not present for the previous surgery and found out about this previous event during this patients' 2nd revision.